Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during a laparoscopic appendectomy, on transection of the tissue, the surgeon was able to press the green button but could not squeeze the handle. Upon firing, the surgeon was unable to fire as the reload was locked out. The circulating nurse, opened another handle and the surgeon attempted to fire again with the same reload and was still unable to fire. Finally, the circulator opened another reload and the physician was able to successfully fire on the second handle without incident. There was no patient injury.